Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were in disconnected mode. A technical support specialist dialed into the app, db, and rpt servers. Stopped the bd maintenance, data sync, carefusion agent, and external messaging services. Rebooted the server, restarted the services, and ran the server downtime query. Verified that all devices were now communicating. Sent email and callback to the customer to inform them the issue was resolved. Customer agreed and confirmed all devices were working as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all devices were currently in disconnected mode. The facility is team had recommended performing a server reboot and had requested further review and guidance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.